Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 536 mg/dl. The customer had symptoms such as stomach issues and treated with manual injection. Customer's blood glucose value was 271 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2016. And did not contact their healthcare professional. Customer declined to troubleshoot for high readings. Customer was advised to contact healthcare professional.